Event description:
Four months after a successful filter insertion, the asymptomatic pt returned for a routine follow-up. At that time, one of the filter legs was found to be protruding from the caval wall. The clinician is querying whether he should attempt to remove the filter.